Event description:
The patient reportedly experienced intermittency. Programming adjustments were made, however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.